Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-02022 and 3005099803-2016-02023 for the other associated device information. It was reported to boston scientific corporation on june 24, 2016 that two biliary rx stents were implanted to treat a biliary obstruction due to pancreatic cancer in the bile duct during an endoscopic ultrasound-guided biliary drainage (eus-bd) and endoscopic ultrasonography-guided choledochoduodenostomy (eus-cds) procedure performed on (B)(6) 2016. During the procedure, the physician attempted to deliver the first wallflex biliary stent (the subject of this report) through the papilla but was unable to cannulate the papilla. Therefore eus-bd was performed. A punction was made from the duodenum to the bile duct and the wallflex biliary stent delivery catheter was pushed over the outer marker. The physician noticed that the bottom part of the stent did not pass the duodenal side and the stent was deployed in the abdominal cavity and the physician left the stent in the abdomen. The guidewire had been removed from the puncture, therefore a second punction was made under eus. The second wallflex biliary stent (the subject of the MFR report # 3005099803-2016-02023) was implanted between the bile duct and duodenum via eus-cds without any issues. After the procedure, the patient experienced peritoneal inflammation and bile leakage into the abdomen. On (B)(6) 2016, the physician performed an operation to remove the bile from the abdominal cavity. The two wallflex biliary stents remains implanted. The patient's condition at the conclusion of the operation was reported to be stable and the peritoneal inflammation has resolved.